Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking dialysis catheter was inconclusive due to the nature of the returned sample. The product returned for evaluation was two photographs which depicted a 24cm niagara slim-cath dialysis catheter. The depicted portion of the device included both luer adapters, extension tubes and the molded joint. Usage residues were evident in both photographs. Both clamps were engaged. No leaking or evidence of device damage was discernible during inspection of the submitted photographs; however, device functionality could not be assessed. Consequently this complaint is inconclusive at this time. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that during crrt initiation micro air bubbles were noted in the aeration chamber immediately following start of crrt as well as air bubbles noted from the access catheter throughout circuit. They changed the filter three times and the crrt machine once to rule out filter or machine problem. The air bubble issue allegedly continued so they were questioning a line crack. The line was removed and a new one placed.